Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle was difficult to operate. The following information was provided by the initial reporter: spouse reported husband has to push hard to release the insulin.

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle was difficult to operate. The following information was provided by the initial reporter: spouse reported husband has to push hard to release the insulin.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.